Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the patient fell several weeks ago and this right ventricular (rv) lead exhibited noise on the rv channel. The physician attempted to manipulate this lead suspecting that there was damage. Additional information indicates that there was no damage found when this lead was took out. This rv lead was explanted. No additional adverse patient effects were reported.